Event description:
Received info stating that when customer is below 70 mg/dl, customer removes about 10-15 carbs from the total amount before entering data into the 5:slim pump to avoid a low blood glucose (bg) level. Reportedly, the school nurse did the same and noticed the customer's bg level go up after a meal.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.